Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the pump was squirting out during manual prime process. The father states the customer's blood glucose level was around 100mg/dl to 200mg/dl range. The customer states they were not wearing the pump during priming and had changed out the entire infusion set. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.